Manufacturer narrative:
Additional information is being requested in regards to whether or not the customer has requested for getinge to service the iabp unit involved. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) had a failure diagnostic. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Corrected information: section b5 additional information: section b4, g4, g7, g8, h2, h6, h10, h11.

Event description:
It was reported that before use the cs100 intra-aortic balloon pump (iabp) had a failure diagnostic, with multiple low vacuum alarms. There was no patient involvement.

Manufacturer narrative:
Additional information : (B)(6) & e3 is unknown (initially it is submitted as "other healthcare professional") a getinge field service engineer (fse) evaluated that pump failing the k6, k7, and k8 tests so he replaced k6 / k7 / k8 valve assembly. All functional and safety checks performed to meet factory specifications and unit returned to customer for clinical use.